Manufacturer narrative:
H4: the lot was manufactured from march 08,2022 to march 09,2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not have the screw cap to close the pump. This issue was discovered when preparing the device with 5-fluorouracil. There was no patient involvement. No additional information is available.